Event description:
It was reported that when using the bd pyxis¿ medstation¿ es kits were properly set up and assigned to the device; however, when a nurse attempted to pull a medication, the cubie associated with the assigned kit key does not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the kits were properly set up and assigned to the device; however, when a user attempted to pull a medication, the cubie loaded with the assigned key in the kit did not open. A technical support specialist (tss) remotely accessed the affected station, confirming that no drawer failures were present that could prevent the assigned storage space from opening. The tss identified the need for additional details, including the kit name, medication identifier, specific cubie location, and user identification associated with the issue, and requested this information from the customer via email. The tss later received confirmation from the customer that the issue was resolved and proceeded with case closure as agreed. The system functioned as intended after technical support specialist investigated the issues of the device.